Event description:
It was reported per field service report: symptom - blank display, prior to switching pump for transport of pt. Pt's transport was delayed for an hour, no harm to pt. Findings/action taken: observed blank display, verified display head faulty causing blank display. Replaced display head. Unit passed functional checkout. (B)(4).

Manufacturer narrative:
(B)(4).